Event description:
Had internal defibrillator placed 10/93, for diagnosis of torsades de pointes. He returned to have the lead replaced because of a "fractured defibrillator lead." The pt stated that he suffered two "large" paced beats at a time of an altercation with another person. The dr doesn't think a blow of that kind should cause the dislodging of this lead.